Manufacturer narrative:
A1,2,3,4;b6,7;d10: info not provided during initial contact. Follow up letter sent to facility requesting add'l info. D5;h4,6: info anticipated, but unavailable at this time.

Event description:
It was reported during a laparoscopic cholecystectomy the applier would scissor the clip when squeezed together. Another device was opened to complete the case. There was no consequence to the pt.